Event description:
This event was initially reported on (B)(6) 2011 - but in that I have received no acknowledgement I feel something prevented the transmission. The cable of the extech retractor snapped while being tightened, while opening the sternum for CABG, tvr and mvr. Rings were found in the chest cavity, sterile field and floor.